Event description:
It was reported that the duodenovideoscope's forceps elevator did not move down at all and was not functioning properly. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over three (3) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by a leakage from the scope cover, which led to the water invasion of control section. Subsequently, the control section was corroded, which led to occurrence of the suggested event. Olympus will continue to monitor field performance for this device.